Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the power conversion enclosure of the imaging system led to the reported issue and that restarting the system restored functionality. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, the imaging system was unable to initialize x-ray functionality when starting up. It was reported that a collimator error appeared after restarting the imaging system. A second restart restored functionality. There was no patient present when this issue was identified. No additional information was provided.